Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a 2 - 2.5 cm size stone from the bile duct. However, the handle cannula detached. The basket was shaken lightly to release the stone. A second basket was used, and the same issue occurred. The procedure was not completed. The stone was left inside the patient and a pigtail stent was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf impact code f2301 captures the event that a pigtail stent was placed in the bile duct. Imdrf impact code f1001 captures the event of procedure was not completed. The returned trapezoid rx basket was analyzed, and a visual inspection observed that that the handle cannula was detached. The customer submitted three pictures which showed the handle cannula detached and the basket in use inside the patient. Dimensional inspection noted that the depth and length of the screws that hold the handle cannula were within the allowed tolerance. With all the available information, boston scientific concludes that the reported event of handle cannula detached was confirmed. Analysis of the returned device and photos provided by the customer revealed a detached handle cannula with drag marks from fastening screws. This indicates excessive force when pulling the handle, possibly attributed to manipulation, technique used, or patient anatomical conditions. Therefore, the most probable root cause for the investigation findings is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a 2 - 2.5 cm size stone from the bile duct. However, the handle cannula detached. The basket was shaken lightly to release the stone. A second basket was used, and the same issue occurred. The procedure was not completed. The stone was left inside the patient and a pigtail stent was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf impact code f2301 captures the event that a pigtail stent was placed in the bile duct. Imdrf impact code f1001 captures the event of procedure was not completed.